Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Numerous internal components were found to be damaged post-use. This damage prevented the device from communicating with a master pdm for recovery of the device data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 384 mg/dl, while wearing the pod between 1 and 4 hours on the arm. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia.